Manufacturer narrative:
(B)(4). Batch # r5709u. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with seven cartridges reloads present. The cartridges reloads were received fully fired. The reload (f) was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, upon firing the stapler, it was noted that the staples were not closing. Several were sticking straight up and hadn't even formed a closed b. The doctor was unable to remove staples without disrupting the staple line. The doctor resolved the issue by over sewing to prevent destruction of tissue with the metal. There were seven cartridges reported with the issue. A second like stapler and reloads were used to complete the procedure. There were no patient consequences reported.